Manufacturer narrative:
The insulin pump alarmed hardware low level failure with variable 003 during self-test and was confirmed in the insulin pump history with the motor arm cannot communicate with the main arm and high sleep and active currents due to corroded u1 at the keypad assembly. However, the insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump powered up properly after battery installation and was monitored and no blank display anomalies were noted. The insulin pump was received with minor scratched display window, minor scratched case, keypad overlay peeling, texture damaged and cracked keypad overlay at the select button. The insulin pump was missing the display window cover.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was blank and was flashing white, even after troubleshooting. Customer's blood glucose was 7.3. Customer was advised that insulin pump would be replaced.